Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device kdz990 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a nasal septal reconstruction procedure on (B)(6) 2019 and suture was used. At the moment of receiving the suture, the needle separated from the thread. A second like device was used to complete the procedure. There were no patient consequences reported.